Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
It was reported that the maxplus needless connector end is collapsing when flushing and drawing blood causing the blood to splash back while connected to a patient in the oncology infusion center. The clinician is accessing the maxplus clear needle-free connector with either a bd syringe or a bd/bard mediport access kit to flush or draw blood. This is occurring approximately 40 times a day using different connectors on different patients however they are all from the same lot number of 19016677 over the past few days. There was no harm.